Event description:
Per the clinic, the patient experienced erythema and infection (purulent drainage) around the abutment site. Subsequently, the fixture was explanted and the abutment was removed on (B)(6) 2021.